Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 248 mg/dl. The customer stated that the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. Customer reported an e70 alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in a motor error alarm loop during the bolus / basal delivery. Unable to confirm other error alarms due to several other alarms found in the history file. Those alarms were due to a corrupted history file. The motor was tested outside of the device and found with a high current draw. The pump was received with a cracked case at the display window corners, and minor scratches on the lcd window.